Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-oct-2025, it was reported that a beta bionics ilet user received an ¿unable to proceed¿ alert during a supply change after attempting to restart the device. The user noted the motor did not sound normal, and a replacement ilet was issued. Blood glucose was not affected. No medical intervention was required.